Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the inserter for ti elastic nails (part number 359.219, lot number 9677801). The subject device was returned with the complaint condition stating the handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. The complaint is confirmed. An internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) will be changed to address the failure mode described in this complaint. The most probable root cause is a mechanical overload. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Date of event is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device history record (DHR) review for part # 359.219 lot # 9677801: manufacturing location: (B)(4), manufacturing date: 02. Dec. 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blue plastic handle of a titanium elastic nail (ten) inserter is broken. It is unknown when the issue occurred. There was no patient involvement. This is report 1 of 1 for (B)(4).